Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11 the lot # 3000511548 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site telephone exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the surgeon unpacked the vasoview 6 pro and checked it using the IFU (initial function unit) ¿ the vasoview 6 pro didn't work. The vasoview 6 pro could not be activated, the harvester replaced the bipolar cable, but that didn't work either. A new kit was opened, connected to the bipolar cable and the new kit worked perfectly. Per attached photos there is no visible issue with the device. There was no delay. There was no patient harm.